Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the middle meningeal artery (mma) using a swiftpac coil (swiftpac), a non-penumbra microcatheter, and a guidewire. During the procedure, the physician advanced the swiftpac through the microcatheter and noticed that the black detachment zone of the pusher assembly was separated. The physician then observed under fluoroscopy that the swiftpac had unintentionally detached and was partially out of the microcatheter. The physician then used the guidewire to push the detached swiftpac out of the microcatheter and into the target location. The procedure was completed using another swiftpac, the same microcatheter, and the same guidewire. There was no report of an adverse effect to the patient.